Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a 5-prong manifold set had one tubing come apart from the manifold. As a result, the manifold had only four lines attached to the spider side once one of the tubing had disconnected. It was noted that there was a lack of solvent. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.